Event description:
The dr was unable to advance the balloon into the pt. A second iab was inserted into the pt. The iab was not returned to datascope for eval. The iab was discarded by the facility. (Event complications: unk-reported 8/3/98.) (Pt's current status: unk-reported 8/3/98.)